Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hemorrhage of uterus"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroreflux") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera. Concurrent conditions included overweight and osteoarthritis since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2007 and valproate semisodium (depakote) from 2012 to 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("psychological or psychiatric problems condition: mood swings"), bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), central nervous system lesion ("neurological conditions or problems type: lesions on brain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease (seriousness criterion medically significant), chronic obstructive pulmonary disease ("other injury(ies) or complication (s) please describe: copd"), hypertension ("other injury(ies) or complication (s) please describe: high blood pressure"), thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid issues"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("legs pain/arms pain") and neck pain ("neck pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain\ severe cramping"), vulvovaginal pain ("vaginal pain") and asthma ("other injury(ies) or complication (s) please describe: asthma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery (other) type of surgery: colonoscopy and endoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the uterine haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, depression, mood swings, bipolar disorder, bladder disorder, urinary tract disorder, nausea, tooth disorder, central nervous system lesion, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, asthma, hypertension, thyroid disorder, alopecia, female sexual dysfunction, pain in extremity and neck pain had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthma, attention deficit/hyperactivity disorder, bipolar disorder, bladder disorder, central nervous system lesion, chronic obstructive pulmonary disease, depression, device expulsion, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hypertension, irritable bowel syndrome, menorrhagia, mood swings, nausea, neck pain, pain in extremity, pelvic pain, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received, patients demographic condition added, events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: add, anxiety, mood swings, depression, bipolar, bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: hemorrhage of uterus, migration of essure device location of device: uterus, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, vision problems, eye problems, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: gastroreflux & ibs, other injury(ies) or complication (s) please describe: copd, asthma, surgery (other) type of surgery: colonoscopy and endoscopy, concomitant disease added, concomitant drugs added, historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hemorrhage of uterus"), device expulsion ("migration of essure device location of device: uterus"), device breakage ("there are two portions of wire at the right cornu."), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroreflux") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera. Concurrent conditions included overweight, osteoarthritis since january 2015, vaginitis, vaginal candidiasis, dysuria, hypertension, hypothyroidism and pap smear abnormal. Concomitant products included alprazolam (xanax) since 2007 and valproate semisodium (depakote) from 2012 to 2014. In september 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("psychological or psychiatric problems condition: mood swings"), bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), central nervous system lesion ("neurological conditions or problems type: lesions on brain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease (seriousness criterion medically significant), chronic obstructive pulmonary disease ("other injury(ies) or complication (s) please describe: copd"), hypertension ("other injury(ies) or complication (s) please describe: high blood pressure"), thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid issues"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("legs pain/arms pain") and neck pain ("neck pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain\ severe cramping"), vulvovaginal pain ("vaginal pain") and asthma ("other injury(ies) or complication (s) please describe: asthma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery (other) type of surgery: colonoscopy and endoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the uterine haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, depression, mood swings, bipolar disorder, bladder disorder, urinary tract disorder, nausea, tooth disorder, central nervous system lesion, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, asthma, hypertension, thyroid disorder, alopecia, female sexual dysfunction, pain in extremity and neck pain had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthma, attention deficit/hyperactivity disorder, bipolar disorder, bladder disorder, central nervous system lesion, chronic obstructive pulmonary disease, depression, device breakage, device expulsion, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hypertension, irritable bowel syndrome, menorrhagia, mood swings, nausea, neck pain, pain in extremity, pelvic pain, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on 24-sep-2007: the fallopian tubes are occluded.; in october 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression , anxiety, hypertension,asthma,gerd and reflux most recent follow-up information incorporated above includes: on 19-oct-2018: mr received. Reporters information updated.event: device breakage added.lab data were added. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hemorrhage of uterus"), device expulsion ("migration of essure device location of device: uterus"), device breakage ("there are two portions of wire at the right cornu."), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)", bipolar disorder ("psychological or psychiatric problems condition: bipolar") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroreflux") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera. Concurrent conditions included overweight, osteoarthritis since on (B)(6) 2015, vaginitis, vaginal candidiasis, dysuria, hypertension, hypothyroidism and pap smear abnormal. Concomitant products included alprazolam (xanax) since 2007 and valproate semisodium (depakote) from 2012 to 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("psychological or psychiatric problems condition: mood swings"), bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), central nervous system lesion ("neurological conditions or problems type: lesions on brain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease (seriousness criterion medically significant), chronic obstructive pulmonary disease ("other injury(ies) or complication (s) please describe: copd"), hypertension ("other injury(ies) or complication (s) please describe: high blood pressure"), thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid issues"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("legs pain/arms pain") and neck pain ("neck pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain\ severe cramping"), vulvovaginal pain ("vaginal pain") and asthma ("other injury(ies) or complication (s) please describe: asthma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes), surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery (other) type of surgery: colonoscopy and endoscopy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the uterine haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, attention deficit/hyperactivity disorder, anxiety, depression, mood swings, bipolar disorder, bladder disorder, urinary tract disorder, nausea, tooth disorder, central nervous system lesion, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, asthma, hypertension, thyroid disorder, alopecia, female sexual dysfunction, pain in extremity and neck pain had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthma, attention deficit/hyperactivity disorder, bipolar disorder, bladder disorder, central nervous system lesion, chronic obstructive pulmonary disease, depression, device breakage, device expulsion, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hypertension, irritable bowel syndrome, menorrhagia, mood swings, nausea, neck pain, pain in extremity, pelvic pain, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: the fallopian tubes are occluded.; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression , anxiety, hypertension,asthma,gerd and reflux . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain\ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff was forced to undergo one or more surgeries to remove essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.